Event description:
It is alleged the device leaked blood from the side during the patient's hemodialysis treatment. Estimated blood loss was 5ml. The treatment was stopped and re-started using new supplies and the patient was able to complete treatment. She did not require medical intervention. The sample was discarded.

Manufacturer narrative:
The patient care technician reported a blood leak during treatment, a reportable malfunction. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the investigation.